Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the gap in the adhesive area between the z-block (server plug-in) and the distal end, as well as the scratch on the adhesive around the objective lens, are attributed to component failure; however, the cause of the foreign objects found on the z-block (server plug-in) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the z-block (server plug-in) and the distal end, the adhesive around the objective lens showed a scratch, and the z-block (server plug-in) contained foreign objects. There was no patient involvement.